Manufacturer narrative:
Ortho-clinical diagnostics (ocd) quality assurance performed retained testing to confirm the reactivity. Results were satisfactory. The pt return sample was evaluated and weak reactivity was observed. A review of the batch record confirmed the prod met all release specs prior to release. The customer concluded the issue was sample related as no other reported discrepancies and continued acceptable qc results. Related complaints for this issue have been recorded.